Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella cp support, the pump was noted to be positioned near the papillary muscle. Repositioning was attempted; however, the pump could not be torqued into a new position, and the device remained in a shallow position despite adjustment efforts. Device position was assessed using imaging. The decision was made to continue monitoring without further repositioning. The device was able to provide limited support, with flows reported at performance level p1, and urine output remained clear. The device was subsequently explanted. The explant was not considered premature and was unrelated to the reported event. The patient¿s outcome at the time of explant was survived. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that a distal perfusion catheter (dpc) was placed to support limb perfusion. It was further reported that the impella device is expected to be available for return to the manufacturer following explant.